Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 18-sep-2018 with the following findings: a review of the black box showed no evidence of a short battery life however the black box did show evidence of a partially discharged battery being installed. The pump powered up with the returned battery cap. The battery cap was able to fully tighten. Unrelated to the original complaint, the battery compartment was cracked below the grip pad. No evidence of moisture was found inside the battery compartment. The current draws were within specifications. The pump case was removed and no evidence of moisture or loose components were found inside the pump. The alleged "battery life" issue was not duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.